Event description:
Patient came to clinic with symptoms of syncope, dizzy spells and bradycardia. Upon programming, result showed as lead error. Therefore, patient referred to change lead or ipg as necessary to stabilize patient. Upon explanting the ipg, it was observed that there was a crack in the ipg where the rv lead connects which had taken place while the ipg was inside the body and due to a defect while providing therapy. Therefore, this device was explanted and a new ipg was provided for the surgery.